Event description:
It was reported that the device was explanted after an implant duration of approximately 7.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On 05/07/10, additional information received from sales representative with device model size, device serial number, implant date, and patient name.

Manufacturer narrative:
(B) (4) valve with frayed commissural markers on sewing cuff was implanted, the commissural marker was simply trimmed and implanted. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was not possible due to no lot/serial number was provided. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
Reportedly a valve model 3300 tfx, of unknown size with frayed commissural markers on sewing cuff was implanted, the commissural marker was simply trimmed and implanted. No additional information was provided at this time.